Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. (B)(4).

Event description:
It was reported that an arteriotomy closure of a mildly calcified right common femoral artery was attempted using a proglide device with a 7f sheath after an interventional heart catherization procedure. Reportedly, there was slight resistance when advancing the proglide device into the vessel; however, the device was able to be advanced and the foot was deployed. The foot didn't seem to feel like it deployed well. The proglide device was deployed; however, it was noted that there was no suture present when the needle plunger was removed. It was thought that the device was deployed in a calcified area. The foot of the proglide was retracted. There was resistance during removal and some force had to be used to remove the device. It was noted upon removal of the proglide device that the distal sheath had separated from the proximal sheath and remained in the patient anatomy. Kelly clamps were used to remove the separated distal sheath from the patient anatomy. No portion of the proglide device remained in the patient. Manual arterial compression was applied for approximately an hour to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted that the IFU states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined (see section 10.3 smc device placement). Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d10, h3: it was initially reported that the device would be returned for analysis, however, subsequent information indicates the device was discarded and will not be returning. H6: device code 2920 removed.